Event description:
It was reported that the ht70 plus ventilator had a frozen display. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and the customer reported condition was confirmed. The software was updated and the ventilator passed testing and calibrations.